Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) requested the customer to provide an example of the order identifier along with the date and time for log review and troubleshooting. However, the customer stated that did not have the required details to proceed further and would submit a new ticket with the necessary information if the issue recurred.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications could not be removed on time. The customer reported that medications appeared greyed out and marked as "unavailable" despite being physically present in the station. It was noted that medications became accessible only after the scheduled due time had passed, resulting in a delay in medication removal. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.